Event description:
As reported, "PICC had been in place in pt for some time and was being flushed every 12 hours per institutional protocol. During a flushing, it was observed that fluid was leaking out of a hole in the catheter." The hole was located just distal to the suture wing (outside the body). No pt complications. The catheter was exchanged. The used device was returned to navilyst medical for eval.

Manufacturer narrative:
As no lot number was reported by the customer, a ship history report was generated for part number m001454740 in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records for these lots were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2010 navilyst medical complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "fractured distal to suture wing." No adverse trends were identified. The returned catheter was visually examined and found to have adhesive residue on both valves and extension legs. It had been trimmed to approx 23.5cm and was slightly yellowed in some areas. The reported complaint was confirmed, as the catheter exhibited a slice in the tubing just distal to the suture wing. The slice was straight and slightly jagged. Its appearance was not consistent with a catheter that had been pressurized to failure, but rather it looked to have been nicked by a sharp object (such as a scalpel). No other damage or mfg defects were evident. One lumen of the catheter, as returned, was occluded with dried blood, however, after repeated flushing it was cleared. The condition of the catheter suggests that it had been implanted for a period of time, indicating that the catheter was intact and function properly when received by the customer. The most likely root cause for the reported event was damage possibly caused by the end user. The directions for use packaged with the PICC device cautions against the use of sharp instruments in the vicinity of the catheter. Mfg process controls in place for the PICC include 100% visual inspection of the device for damage or defects, 100% leak testing, dimensional inspection, tensile testing, and testing of each catheter with a guidewire to ensure lumen patency. (B)(4).